Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3: one used sample received for analysis. Visual inspection was carried out, and no damage or anomalies were observed. In attempts to replicate clinical use a syringe with red dye provided by ICU medical was used to push fluid into the cassette. The fluid was observed to not make it into the cassette housing tube. No leakage was observed. In attempts to better visualize the potential occlusion the outgoing tube and housing tube junction were cut out and inspected. A solvent occlusion was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.